Manufacturer narrative:
The device and leads were sent to the hospital laboratory to be cultured, therefore will not be returned. If additional information should become available to our company, this event would be updated as necessary. Additional information was received approximately three years later indicating the reason for the system revision was also due to a patient infection.

Event description:
Boston scientific crm received information that this patient's device eroded from the skin. The pacing system will be extracted today.